Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital twice within 18 days due to diabetic ketoacidosis with blood glucose values above 600 mg/dl. The patient contacted the ambulance and was transported to the hospital on (B)(6) 2021. The patient was treated with insulin and unknown fluid at the hospital. The patient was monitored in the intensive care unit and is expected to be discharged on (B)(6) 2021.